Event description:
The facility reports the resident fell during a transfer from the bed to the watercloset, striking the floor. The left leg clip detached from the lift. The resident suffered a 4cm hematoma over the occipital area.